Manufacturer narrative:
Clinical review: there is a possible temporal relationship between peritoneal dialysis utilizing the liberty cycler and the patient event of enterococcal peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis event and the use of the liberty cycler. Additionally, it is unknown if the patient was utilizing continuous cycling peritoneal dialysis (ccpd) on the cycler at the time of the diagnosis as this patient was known to be non-compliant with treatments. Reportedly, the last documented ccpd treatment prior to the diagnosis was (B)(6) 2025 which was reported by one of the pdrns at the clinic. The patient would only use the cycler intermittently and chose to use manual exchanges instead. Furthermore, this patient was non-compliant with aseptic technique and did not utilize a mask and proper hand-washing techniques. The cause of the patient¿s peritonitis event was not confirmed, however; it was suspected to be either related to constipation or a breach in aseptic technique. The patient¿s culture resulted positive for enterococcus which is a symbiotic bacterium in human intestine naturally colonizing in the gastrointestinal tract of animals and human beings. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2025 for peritonitis. The patient was discharged on (B)(6) 2025. Reportedly, the patient doesn't always utilize the liberty select cycler and the last documented treatment utilizing the liberty select cycler was (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. The patient had pd effluent cultures drawn. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy (route, drug, dose, frequency, and duration not provided). Later that evening, the patient went to the emergency room (ER) and was admitted to the hospital on (B)(6) 2025 for the peritonitis. The culture resulted positive for enterococcus (species unknown). The patient¿s discharge date of (B)(6) 2025 was not confirmed by the pdrn. The patient is continuing the antibiotic regimen at home and continues to complete pd treatments utilizing the liberty select cycler. The cause of the peritonitis event is suspected constipation or the patient not washing their hands. However, that was not confirmed. It was not confirmed if the patient was utilizing the liberty select cycler or completing manual exchanges at the time of the peritonitis diagnosis. The patient was initiated on pd therapy on (B)(6) 2025, but the patient had not been compliant with treatments. The patient was doing manuals and only utilized the cycler when they wanted to for treatments. It was reported that the patient was not compliant with following proper aseptic techniques as well and did not mask or properly wash their hands. While the patient was hospitalized, the nephrologist gave the patient an ultimatum to complete treatments utilizing the liberty select cycler and be completely compliant or they would be removed from pd therapy. No further information was available.

Manufacturer narrative:
Correction: h2 (type of follow-up report - "device evaluation" was incorrectly indicated as part of the initial MDR report) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2025 for peritonitis. The patient was discharged on (B)(6) 2025. Reportedly, the patient doesn¿t always utilize the liberty select cycler and the last documented treatment utilizing the liberty select cycler was (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. The patient had pd effluent cultures drawn. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy (route, drug, dose, frequency, and duration not provided). Later that evening, the patient went to the emergency room (ER) and was admitted to the hospital on (B)(6) 2025 for the peritonitis. The culture resulted positive for enterococcus (species unknown). The patient¿s discharge date of (B)(6) 2025 was not confirmed by the pdrn. The patient is continuing the antibiotic regimen at home and continues to complete pd treatments utilizing the liberty select cycler. The cause of the peritonitis event is suspected constipation or the patient not washing their hands. However, that was not confirmed. It was not confirmed if the patient was utilizing the liberty select cycler or completing manual exchanges at the time of the peritonitis diagnosis. The patient was initiated on pd therapy on (B)(6) 2025, but the patient had not been compliant with treatments. The patient was doing manuals and only utilized the cycler when they wanted to for treatments. It was reported that the patient was not compliant with following proper aseptic techniques as well and did not mask or properly wash their hands. While the patient was hospitalized, the nephrologist gave the patient an ultimatum to complete treatments utilizing the liberty select cycler and be completely compliant or they would be removed from pd therapy. No further information was available.